Event description:
Report #3 of 3 received of a tubing rupture during power injection. Since 4/2003, the customer experiened approx four such incidents of tubing ruptures. Contrast was being injected through the extension set at 150cc per 4 second injection during an unspecified CT stugy when the tubing rutpured. Contast media sprayed across pt's arm, neck and face. The IV site was not lost and there was no blood loss or bleed back. Because an insufficient amount of contrast media was injected, the CT study was suspended and was rescheduled for another date. The pt's skin was washed. It was reported that there were no adverse pt effects.